Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. On (B)(6) 2017, their blood glucose had been over 600 mg/dl. The customer did a manual injection twice per health care professional¿s instruction. Their current blood glucose level was 484 mg/dl. They did an entire set change on (B)(6) 2017. The cannula was not bent. Troubleshooting was performed. It was noted that their health care professional had made changes on the insulin pump¿s programming on (B)(6) 2017. The customer was advised that the insulin pump was working as designed. The device will not be returned for analysis.